Event description:
It was reported that the intra-aortic balloon pump (iabp) was used in the intensive care unit. The perfusionist stated that there was a "system error" and "unfortunately no more info is available". There were no reported pt complications. The pt outcome is reported as "ok". The iabp will be examined and is under warranty.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.